Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available. .

Event description:
L5 s1 alif. As the screw 187155024 was being inserted into the s1 vertebra the tip of the driver 287110550 sheared off and remained lodged in the head of the screw. It was unable to be recovered and the screw was unable to be removed. Surgeon decided to leave the screw in the patient with the tip still lodged inside. The screw was unable to be locked off as it was 2 to 4mm proud of the plate. Surgeon felt that it was in very hard bone and left it in situ. There was a 30 to 40 minute delay in this procedure. No adverse event. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.